Event description:
The septum of the chemoport was dislocated due to the dr on duty flushing the device with a 2 cc syringe instead of the recommended 12 cc syringe. A hematoma resulted. The pt was reoperated on to replace the chemoport.